Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, while at school, the pediatric patient experienced loss of consciousness. The cgm was reading 6.5 mmol/l and the blood glucose reading was 4.1 mmol/l. The school contacted the diabetic team and the diabetic team guided the school on how to stabilize the patient. The diabetic team advised the school nurse to treat the patient with 15g of glucogel, apple juice and harryboslip (candy). At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.